Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The console was tested after arriving in danvers. The issue with properly detecting the purge pressure disc was reproduced. Purge flag was confirmed to be broken, and purge retainer screw stand was found broken. The root cause of the issue was broken purge flag and purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. No patient was involved.